Event description:
A hospital in another country reported that the pins for heater wire of inspiratory side of the rt204 breathing circuit had poor connections. They alleged that when they measured the resistance between the pins, the value fluctuated between 18 ohms and 30 ohms.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to products that are sold in the USA. Method: the actual complaint device was evaluated. Our investigator checked the resistance of the heater wire. Results: our investigator found that there is a loose connection somewhere in the inspiratory limb wire, most probably at the point the pins connect to the wire causing the resistance to fluctuate. Conclusions: the complaint device was out of specification in that the heater wire had poor contact with the terminating pins. We are aware of heater wire malfunctions with regard to continuity with our heated breathing circuits. The occurrence rate of this type of complaint is less than 0.005% for the last year. We have an open CAPA item to address this problem. Such complaints will continue to be monitored.